Event description:
While on a call I turned on the z vent and it had system failure flashing on the screen. I turned it off and back on and had the same error. I utilized a bvm (bag-valve-mask) with peep (positive end-expiratory pressure) for the patient to breathe against until cc01 showed up with an operational vent. The patient improved after being placed on bipap (bilevel positive airway pressure).